Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they were acting delusional and lost consciousness. The patient¿s spouse checked the patient¿s cgm which was at 68 mg/dl. The spouse was unable to check the bg since the patient loss consciousness at that time. The spouse called for emergency medical services (ems) and upon arrival, the patient¿s reading was checked. The cgm was displaying 68 mg/dl and the bg was 28 mg/dl. Ems treated the patient with intravenous (IV sugar water and the patient regained consciousness. Upon checking the patient¿s bg it increased to 181 mg/dl. The sensor was removed, and the patient was transported to the hospital. At the hospital, the patient was treated with another IV of sugar water. After treatment, the patient was under observation for 24 hours and the patient¿s bg remained at 90 mg/dl. The patient was given a meal and his bg was 121 mg/dl and later discharged. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.there was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to patient passing out. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.